Event description:
Related manufacturer report number 3006705815-2023-06839. It was reported that the patient experienced pain following a trial procedure on (B)(6) 2023. Attempts to resolve were unsuccessful. In turn, surgical intervention was undertaken wherein the leads were explanted, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.